Event description:
Safeskin corporation was served with the following lawsuit; plaintiff claim alleges the following: serious, severe, and permanent bodily injuries, pain and suffering, asthma, rhinitis, respiratory problems, hives, contact dermatitis, sore throat, fatigue, headaches, extreme discomfort, depression, and emotional distress.